Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that direct stenting was performed. The stent was placed in the proximal circumflex. An angiogram was performed and a proximal edge dissection was visible. A second stent was implanted to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - the IFU states, "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." Dissection is a known adverse event and is not necessarily an indication of a product quality issue. Dissection can be influenced by, but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention." Direct stenting may have contributed to the dissection, although, this cannot be confirmed.